Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that they experienced high blood glucose and they did allege insulin pump was under delivering. The customer¿s blood glucose level was 71 mg/dl and 280 mg/dl which was treated with manual boluses. Customer stated that manual injection makes customer¿s glucose down. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer was neither in emergency room nor admitted into hospital. Customer stated that drive support cap was normal. Customer was performed displacement test and it was passed. The insulin pump will not be returned for analysis.